Event description:
The pt has reported on 9/04 that their meter was giving inaccurate high readings. They were on vacation when they had noticed that their blood glucose results were higher than normal. In their 2nd week there, in 2004, they had tested on their meter just before going to bed. The result was 81 mg/dl. They had misinterpreted that result to be 8.1 mmol/l, not knowing that their meter was in the wrong unit of measurement (it was in mg/dl instead of mmol/l). They had thought that because of the heat, the meter might have been affected and therefore the decimal point was missing. They took 20 units of insulin (type unknown). 30 minutes later, they retested with a result of 60 mg/dl and took another 20 units of insulin. Half an hour later, they again tested on their meter with a result of 47 mg/dl and took another 10 units. They usually take insulin 4 times a day. They had not experienced any symptoms when they had rec'd the result of 81 mg/dl. But they went into a diabetic coma (unconscious) after taking the 10 units of insulin. Their spouse tested them on the meter with a result of 27 mg/dl while they were unconscious. Spouse then contacted the emergency services, and was taken to a clinic. They were given a glucose drip, but they did not know what the result on the clinic's meter was since they were unconscious at that time. They were then taken to a hosp, which was 10 minutes away, they were not aware if they tested them there, but they were given saline drip and more glucose. They were admitted overnight. They had changed the battery before going on vacation and may have accidentally changed the unit of measurement on the meter. Based on all the info, there was definitely use error involved, which contributed to a serious injury the pt treated themselves based on the misinterpreted results due to the meter being in the wrong unit of measurement. Therefore, the cause is reported as an adverse event.